Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 300 mg/dl and has insulin injections to address the bg level. Reportedly, there was a temporary delay in clearing the alarm.